Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2011, to excise the excess skin around the abutment site. During this procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.